Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss 0.2m cv leaked. The following information was provided by the initial reporter: event 1: material #: 2430-0500 batch/lot #: unknown. It was reported that the IV sets are leaking.